Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and the label master document was checked and the complaint was confirmed.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that on the label headline as well as on the inner labels the screw length is indicated as l60, but the multilingual label text says l55. We have checked the product history and the failure could be confirmed. In this regard we have initiated immediate steps to prevent the reoccurrence of this failure; a design change request has been started and the issue has been addressed with CAPA (B)(4). (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the label headline as well as the inner labels of the cortex screws, the length indicates l60 (60mm); however, the multilingual label text says l55 (55mm). No further information was provided. This is 2 of 2 reports for the same event, complaint (B)(4).